Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked. There was no reported impact to the customer's blood glucose level. The customer declined to provided additional information regarding the cracked touchscreen. Reportedly the customer had manual injections as alternate insulin therapy.